Event description:
A woman presented to the emergency room with an acute myocardial infarction. Immediate angiography showed a thrombus in her left main coronary artery, and a lesion extending into the lad. The lad was noted to be less than 2.5mm in diameter. The physician used the thromcat thrombectomy catheter to remove the thrombus. The thromcat was advanced through the thrombus prior to activation. Then, the physician started the thromcat and did the thrombectomy by pulling the device from distal to proximal. The device operated normally and removed the thrombus. However, after removal of thromcat, a perforation of the artery was seen with bleeding into the myocardium (or possibly the pericardium). The bleeding was stopped with a prolonged ptca balloon inflation and stent deployment. Timi 3 flow was restored. Subsequently, drainage of the extravascular blood was attempted which was only minimally successful. At some point during the hospitalization, the pt died. Actual cause of death and the date of death are not yet available.

Manufacturer narrative:
Explanation of method - the angiogram was reviewed. Explanation of results - the device is contraindicated in vessels smaller than 2.5mm in diameter. Also, the IFU instructs the user to start thromcat, advance thromcat through the thrombus and retract thromcat back into the guide catheter. In this case the physician advanced thromcat through the thrombus before turning thromcat on. Explanation of results - vessel perforation is a known possible adverse event associated with percutaneous coronary intervention.